Event description:
Pt stated that device no alarms occurred. No apparent leaks were noticed and back driver arm felt more difficult to move than usual. No rust or corrosion. Switched to manual injections to stabilize bgs.